Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported by the customer that through the 3 way stopcock, propofol was applied to the patient. Due to the appearance of tears in the stopcock, it started leaking. There were no reported patient complications. Additional information received on 3/17/2010 from (B)(6) stated that the insertion site was anterior jugular. The leaking stopcock was exchanged for a new one from another manufacturer. There were no consequences to the patient.